Event description:
The customer reported that the channel was clogged. The issue was observed during reprocessing. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, it was observed that the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found by service during the evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The following additional defects were observed during the device evaluation: a leak was observed due to deformation of the up/down knob. The forceps/instrument channel port was deformed. The air/water cylinder, scope cylinder, and scope cover had discoloration. Switch button #1 had a pinhole. The control unit was cracked. The bending angulation system was out of standard value due to wear of the angle wires. The internal wire braiding was loose and deteriorating. The cover at the distal end had a dent. Several of the device components demonstrated scratches and wear due to use and external forces. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient reprocessing, cleaning, and/or handling problems. The following information is stated in the instructions for use (IFU): ¿operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ·operation manual_ inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function. IFU states as follows about reprocessing of the a/w nozzle/channel. ·reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ precleaning the endoscope and accessories - flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. - clean the external surfaces. *immerse the endoscope in the detergent solution. *thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution¿. Olympus will continue to monitor field performance for this device.